Event description:
It was reported that the device was replaced during a pocket revision. The doctor felt the device had malfunctioned and 'something was wrong' with the header, atrial port . When the atrial lead was reconnected after the revision, the device showed high impedance, > 5000 ohms in the bipolar configuration. The device was fine in unipolar configuation. It was explanted. No patient complications were reported as a result of this event.